Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer complained about experiencing high blood glucose for the past two years. She stated that she has treated with her insulin pump and has not been hospitalized. Current blood glucose is 415mg/dl. During troubleshooting, customer reported that the insulin pump has physical damage and stated that the drive support cap is loose. No further information reported.